Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that " lumen breakage/leaking - the junction of the catheter extension line (yellow) and the clamp (blue). The issue was identified during use, there was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). The report of a leaking catheter body was confirmed through complaint investigation of the returned sample. The customer returned one, opened cvc kit for analysis. The catheter will be analysed as part of this complaint investigation. It was noted that the catheter body was intentionally severed at approximately the 9cm marking. The severed end was not returned by the customer. Signs-of-use in the form of biological material were observed on the catheter body. Visual analysis revealed that a hole on the catheter body directly adjacent to the juncture hub. Microscopic examination confirmed the damage and revealed that the hole was jagged. It was also noted that the catheter body was pinched at the location of the hole. The appearance of the damage appears consistent with the customer suturing directly to the catheter body. The location of the hole measured ~0.5mm via calibrated ruler from the juncture hub. The catheter body outer diameter measured 0.069" via calibrated caliper, which is within the specification limits of 0.069"-0.074" per the catheter extrusion product drawing. The catheter body length could not be accurately measured as a large portion was severed and not returned for analysis. Functional inspection was performed per IFU statement, "flush lumen(s) to completely clear blood from catheter". The catheter extension lines were attached to a lab inventory syringe filled with water and flushed. Water was observed leaking from the damage when flushing all three extension lines. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " lumen breakage/leaking - the junction of the catheter extension line (yellow) and the clamp (blue). The issue was identified during use, there was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only**.

Event description:
It was reported that " lumen breakage/leaking - the junction of the catheter extension line (yellow) and the clamp (blue). The issue was identified during use, there was no reported patient harm or consequence.